Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during implant procedure, the physician was unable to implant the lead due to an infection. As a result, the case was abandoned.

Manufacturer narrative:
Corrected data: previous information reported was inaccurate. For the sake of reporting this event, the most specific information the manufacturer is able to provide is of the common device name "scs lead"..

Event description:
Further information identified that the patient was not implanted with abbott product at time of the procedure. The infection was discovered prior to incision, but after the lead package was opened.